Event description:
On (B)(6) 2026, a patient underwent a thrombectomy procedure using the clottriever system of devices. The distal portion of the catheter separated and required additional devices to remove it intravascularly.

Manufacturer narrative:
The suspect device will not be returned to the manufacturer and as such will not be evaluated. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. There are no nonconformances or capas relating to this complaint issue. There was no patient harm, however the information reasonably suggests that the device has malfunctioned and that if this malfunction were to recur it may cause or contribute to a death or serious injury.